Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed.

Event description:
According to the available information, the implant was removed 12 months ago not due to a device malfunction and a new implant was implanted in (B)(6) 2024.